Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(6).

Event description:
A report was received stating the closed suction catheter continued to suction, even after turning the valve to the recommended 90 degrees, causing the ventilator to alarm. The healthcare professional switched out the closed suction catheter for a new device and the issue was resolved. There was not reported patient harm. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, m5124t611, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The position of the thumb valve appeared to be fully upright, unlocked and in the closed position. After the valve was depressed and released, the valve returned to the full upright position. The sample was then attached to the mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue dye and suctioning occurred. When the thumb valve was fully depressed suctioning increased. The thumb valve was then turned 90 degrees and the suctioning occurred. The suctioning occurred again when the valve was placed in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).